Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a patient via a manufacturing representative, the patient's pump was delivering sufentanil (concentration 300mcg/ml, dose 145.13mcg/day) and bupivacaine (concentration 18mg/ml, dose 8.7mg/day). The indication for use was non-malignant pain and arachnoiditis. The patient reported having a 20% increase a couple months prior to this event report date because the pain was increasing and the relief was off and on, not consistent. Troubleshooting was performed and they were unable to aspirate the cat heter. Surgical intervention was planned but had not been scheduled; they were planning to replace the pump and catheter. The elective replacement indicator was at 6months. The patient status at the time of this report was "alive - no injury".